Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, device to be underweight, and fold creases. A microscopic analysis was performed which identified an extended striated opening on the radius side assessed as surgical damage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Healthcare provider reported rupture for the left side. Device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device was explanted.